Event description:
Please note the below complaint involves a device associated with an adverse event that is not manufactured by (B)(6). A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report the island dressing sterile, 4" x 4". Patient stated that does like the island dressing since is allergic to the island dressing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).